Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The affected product has not been returned because it was scrapped by the user. Therefore no device investigation can be performed. No root cause can be determined. A complaint analysis showed that cases with similar failure descirption were caused by mechanical overload or mechanical damage. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that the end of the sheath broke inside the patient. Operation extended. Use of additional items not required to remove the part of sheath.